Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. (Omsc) for evaluation but was returned to olympus customer service in india. The evaluation of the device by the service department confirmed following: the all events, which is the front panel display of the device blinked and an endoscopic image was not displayed on the monitor, an endoscopic image was flickering on the monitor, were reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the front panel display of the device blinked and an endoscopic image was not displayed on the monitor, an endoscopic image was flickering on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.